Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an unusual reading was observed on an electrogram (egm) of this cardiac resynchronization therapy pacemaker (crt-p) indicating a suspected device issue. It was reported that the patient was in a hospital for an emergency surgery and the health care professional (hcp) has not confirmed if it was device related. Attempts to obtain additional information from the field were unsuccessful. All available data suggests that this device still remains in service. No additional adverse patient effects were reported.